Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a software error detected alarm. The customer¿s blood glucose level was 170 mg/dl. It was stated that active insulin updating occurs if the insulin pump has recently been turned on for the first time, a pump error occurred, settings were cleared, has been suspended for more than 4 hours. The troubleshooting was performed. The insulin pump will not be returned for analysis.